Event description:
A medtronic rep reported an inaccuracy while in a tumor biopsy case using axiem navigation. Registration using touch-n-go was successful and accurate. Anatomy check and initial navigation with shunt placement probe were also deemed accurate. Following incision, tracking of the dynamic ref frame (drf) was los due to metal interference. The metal was moved away and tracking resumed. The shunt probe was then used to check position, but navigation around incision was out in the axial plane by approx 1cm. Navigation points were checked using previously placed fiducial markers. Anterior point still deemed accurate but posterior (incision area) was inaccurate. Biopsy procedure continued with surgeon calculating for apparent error. The surgery was completed with the use of the stealthstation s7 system. There was no impact on the pt outcome and pathologic tissue samples were successfully obtained for biopsy.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.